Manufacturer narrative:
Part 04.005.534, lot l014460: manufacturing site: (B)(4). Release to warehouse date: 09june2016. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: the broken screw is visible on the received x-rays. Therefore the complaint is confirmed. The manufacturing documents were reviewed and no complaint related issues were found. This lot was manufactured in june 2016 according to the specification. Product was not returned, therefore no further investigation is possible. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient¿s identifier, weight are unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter phone number is not provided for reporting. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient had a hip surgery on (B)(6) 2016. Post-operatively the distal locking screw broke on (B)(6) 2017. No revision surgery was performed at that time. In november the nail broke too, after this a revision surgery was performed on (B)(6) 2017. Patient had hip replacement. This report addresses post-operative breakage of distal locking screw and the postoperative nail breakage has been reported under linked complaint (B)(4). Concomitant devices reported: tfna nail (part # 04.037.257s, lot # 9969760, quantity 1), tfna helical blade (part # 04.038.390s, lot # 7882706, quantity 1). This report is for one (1) 5.0 mm ti locking screw w/t25 stardrive 44 mm for im nails. This is report 1 of 1 for complaint (B)(4).